Manufacturer narrative:
Date of event is estimated. The unique device identifier is unknown because the serial number was not provided.

Event description:
Related manufacturer reference number:1627487-2022-04860, related manufacturer reference number:1627487-2022-05126. It was reported that the patient experienced ineffective therapy due to high impedances on their l4 lead. At the start of the procedure, it was noted that the l5 and s1 leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.